Event description:
It was reported that during a ptca procedure of a totally occluded lesion, the distal tip of the wire fractured. The tip of the wire was removed with a snare without incident. No pt injuries or complications were reported.